Manufacturer narrative:
It was reported the express 4 unit had evidence of charred materials at the end of cable connected to board. There was no burning smell, no injuries and no one required medical attention. No injuries, open flames, or smoke was reported, nor fire department being called.

Event description:
Customer reproted express 4 unit was not powered up.